Event description:
Event description guidant received information from the patient with this cardiac resynchronization therapy defibrillator (crt-d) that the device was explanted because it 'went down early'. Subsequently the patient developed an infection after the replacement of the crt-d. The patient has questions regarding reimbursement.